Manufacturer narrative:
Batch review performed on 08.jun.2021. Lot 180921: (B)(4) items manufactured and released on 14-may-2018. Expiration date: 2023-04-20. No anomalies found related to the problem. To date, 119 items of the same lot have been already sold without any other similar reported event additional items involved in the event, batch review performed on 08.jun.2021. Gmk-sphere 02.12.0023l femoral component sphere cemented size 3+ l (k140826) lot. 180971 lot 180971: 77 items manufactured and released on 11-may-2018. Expiration date: 2023-05-01. No anomalies found related to the problem. To date, 76 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot. 144885 lot 144885: (B)(4) items manufactured and released on 17-sep-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 other similar reported event since 2017 .

Event description:
2 years and 10 months after the last surgery, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the femoral component, insert, and tibial tray. The surgery was completed successfully.